Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Unknown star tibial component.

Event description:
Patient needed a revision from a star ankle implanted in 1999.

Manufacturer narrative:
(B)(4).

Event description:
Patient needed a revision from a star ankle implanted in 1999.